Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose level of 24.4 mmol/l and had bent cannula at the infusion set. The other relevant blood glucose level was 27.6 mmol/l. The customer experienced symptoms such as vomiting, dizziness and fast heartbeats. The customer was treated with insulin pump for high blood glucose levels. The customer was using insulin pump system within 48 hours of reported event. The customer did not allege that the insulin pump was under delivering. The customer declined the troubleshooting for high blood glucose. Troubleshooting was performed related to the bent cannula. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for the analysis.